Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the gas dissipated after 10 days but should have lasted longer. Initially, the bubble was the size it should have been and the procedure was completed with no harm to the pt.